Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was deployed in previously implanted 21 mm non -medtronic valve (magna ease) that was implanted valve-in-valve (viv). As the new valve was being deployed, it moved ventricular and the patient was occlusive at 80%. Subsequently, the valve was recaptured and again deployed. On the second deployment attempt, the valve again moved ventricular, so the valve was recaptured and withdrawn from the patient. A pre-implant balloon aortic valvuloplasty (bav) was then completed prior to a new valve being prepared and then successfully implanted. Per the physician, the previously implanted valves contributed to this event.

Manufacturer narrative:
Continuation of d10: concomitant medical devices in use during the event include: product ID: {evfxplus-23}; product serial/lot number: {(B)(6)}; product type: {0195-heart valves}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Annex c code was added to replace the previous annex c code on the initial medwatch. Annex d code was added. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was deployed in previously implanted 21 mm non -medtronic valve that was implanted valve-in-valve (viv). As the new valve was being deployed, it moved ventricular and the patient was occlusive at 80%. Subsequently, the valve was recaptured and again deployed. On the second deployment attempt, the valve again moved ventricular, so the valve was recaptured and withdrawn from the patient. A pre-implant balloon aortic valvuloplasty (bav) was then completed prior to a new valve being prepared and then successfully implanted. Per the physician, the previously implanted valves contributed to this event. Additional information was received that a non-medtronic guidewire was used during the procedure. The deployment starting point was at the bottom of the pigtail. Prior to valve dislodgment, the implant depth was 3 mm on the non-coronary cusp (ncc), and 3 mm on the left coronary cusp (lcc).